Manufacturer narrative:
The chair will surge right without the user touching the joystick. The serial number suggests the joystick is part of a recall from CAPA (B)(4) for unintended movement. The dealer states he cannot verify if it¿s had been replaced. The device was not returned and no return is expected. Based on available information, the underlying cause could not be determined. The file will be updated if new information becomes available.

Event description:
Dealer alleges the user is claiming that when sitting at the table, the chair will surge right without the user touching the joystick.